Event description:
It was reported that the patient experienced extrusion of the receiver-stimulator, the implanted device remains. Re-implantation is planned but has not taken place as of the date of this report december 08,2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. The patient was not reimplanted. This report is submitted february 20, 2017.